Event description:
Reporter alleged blood glucose device screen did not display the entire code number even though the entire display appears correctly. It was stated customer obtained a result of 24 mg/dl, however, did not think that was accurate, so when going to get batteries retested and result was 86 mg/dl. Customer stated thinking the testing was performed within 10 minutes of each other, however, test strips being used at the time were expired. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.